Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had image flickering issue. The issue occurred during the set-up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurred during angulation in up down directions due to a damaged charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image issue was due to damage of the charged coupled device. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to a previously submitted emdr. Corrected field: g3 - date received by manufacturer. The correct g3 date for the final investigation supplemental report is 02/03/2026.

Event description:
No additional information received from the customer.